Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose. The customer states he had passed out and had seizure in which he bit his tongue and woke up in the ambulance. The customer states they treated his levels with d50 and sugar water, and sent the customer's blood glucose level to the 700mg/dl range. The customer was taken to the hospital. No further information provided.